Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 06 - attachment: [08-31-2017 ftl supplemental 06.xlsx]

Manufacturer narrative:
(B)(4). Surgical procedure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. If the device or further details are received at the later date a supplemental medwatch will be sent. E2013037. Total number of events ¿ (B)(4). Physiomesh ¿ (B)(4). Physiomesh oval ¿ (B)(4). Proceed* multi-layer laminate mesh unknown ¿ (B)(4). Proceed* multi-layer laminate mesh ¿ (B)(4). Prolene polypropylene mesh - (B)(4). Prolene polypropylene mesh unknown product - (B)(4). Ultrapro mesh - (B)(4). Vicryl polyglactin 910 mesh ¿ (B)(4) - (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and the mesh was implanted. Following the procedure, the patient experienced pain and erosion and underwent revision procedures. It was also reported that the patient underwent surgeries and ams-apogee, ams-elevate and bs-uphold were implanted accordingly on (B)(6) 2008, (B)(6) 2011 and (B)(6) 2015. No further information is available.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: 2/12/2019/ ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: 4/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: 06/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to the FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to the FDA: 02/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
Date sent to FDA: 06/23/2018 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 05 - attachment: [08-31-2017 ftl supplemental 05.xlsx]

Manufacturer narrative:
Date sent to FDA: (B)(6)2018. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2017 through july 31, 2017 supplemental 03 - attachment: [08-31-2017 ftl supplemental 03.xlsx].

Manufacturer narrative:
Date sent to the FDA: 10/25/2017 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 01 - attachment: [08-31-2017 ftl supplemental 01.xlsx]

Manufacturer narrative:
Date sent to the FDA: 12/28/2017 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 02 - attachment: [08-31-2017 ftl supplemental 02.xlsx]

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period june 1, 2017 through july 31, 2017 supplemental 04 - attachment: [08-31-2017 ftl supplemental 04.xlsx]